Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had acetabular cup, constrained liner and femoral head replaced due to dislocation. The initial cup was implanted in a retroverted position back in 2006. The current surgeon indicated that the cup needed to be replaced with the correct anteversion to prevent future dislocations. There were two 6.5 cancellous screws removed as well, not sure on the length. Cup was removed and replaced uneventfully doi: sometime in 2006; dor: (B)(6) 2018; right hip.